Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. In regards to the foreign material, it could not be identified and the cause of why the material remained in the device could not be specified. There was no damage to the areas where the foreign material remained and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). As for the burnt cover, the root cause could not be specified. The foreign material can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic system. The burnt cover can be detected and prevented by following the instructions for use (IFU) which state: inspection of the endoscope. Using endo therapy accessories. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the videoscope exhibited a white foreign material was found inside the air/water tube and the air/water cylinder as well as a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.